Event description:
During the review of the da vinci surgical system logs by intuitive surgical inc. (Isi) field service engineer (fse) repeated brake test errors were noted. The patient side manipulator was replaced to correct the problem. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm arm failed the in-house weighted brake drop test and advanced brake test on axis 2 brake which ties to the reported brake fault. The axis 1 and 2 brakes were replaced. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.